Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It is possible that the devices were not properly connected resulting in the reported loose connection (rotating valve becoming unscrewed/opened by itself) thus resulting in the reported leak; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a rotating hemostatic valve (rhv) was noted to be leaking and the rotating valve became unscrewed/opened by itself. There were no reported adverse patient effects or a clinically significant delay in the procedure. No additional information was provided.